Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Exact cgm and bg values were not provided, however reporter stated there was a difference of 147 points. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the complaint was undetermined. The probable cause could not be determined.